Event description:
A customer reported that the infusion line came out of the eye during a vitrectomy procedure. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has not been received for evaluation. A root cause has not been identified. (B)(4).